Event description:
The customer stated that he has had to press on the drive support cap at times, to assist with the insulin delivery. Troubleshooting was performed, and the insulin passed the displacement test. Reviewed the alarm history, and found no reservoir, low reservoir and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.